Event description:
The customer reported to philips that their external paddles would not deliver a shock as expected. There was no report of negative pt impact.

Manufacturer narrative:
The customer reported to philips that their external paddles would not deliver a shock as expected. There was no report of negative pt impact. The external paddles were unavailable for eval. We will consider this a malfunction based on the customer's reported symptom only. The root cause cannot be determined because the product could not be evaluated.